Manufacturer narrative:
Only the month (B)(6) and year (2021) of the event date are known.

Event description:
It was reported that after one minute of rapid infusion the rate on the h2 ez deflate pressure cuff drastically slowed down. The infusion was slower as a result. This product problem was observed during a pre-use test. There was no patient involvement. It was reported that after one minute of rapid infusion the rate on the h2 ez deflate pressure cuff drastically slowed down. The infusion was slower as a result. This product problem was observed during a pre-use test. There was no patient involvement.